Event description:
A malfunction was reported on the pump, with a malfunction code displayed as malf 0, which was resettable. The customer was unsure if the blood glucose level exceeded 500 mg/dl, but after resetting, there was no indication of an adverse impact. The customer received assistance from technical support to reset the pump and was informed to continue using it while contacting support if the malfunction recurred. The customer understood and acknowledged these instructions.